Manufacturer narrative:
The previous report MDR 2518422-2026-020750 did not correctly document the patient's allegation of headaches. This correction report documents the patient's allegation.

Event description:
A dreamstation auto CPAP device was returned in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the service technician observed visible foam particles. Additionally, the service technician also noted contamination. The device was scrapped by the service center after the evaluation was completed. Additionally, the patient alleges headache. There is no allegation of serious or permanent harm or injury.